Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The customer's blood glucose levels were over 600 mg/dl at home. It was stated that the customer declined troubleshooting, and a replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.